Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The x-ray tube was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the x-ray tube on the 9900 system was arching. No pt injury was reported.